Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by an affiliate, during a coil embolization of a cerebral aneurysm, a galaxy g3 xsft 4mm x 10cm coil (glx120410, l13245) became unraveled during delivery. The coil delivery system was being used as the third coil. The device was removed from the patient without additional intervention. A competitor¿s coil was used, and the procedure was completed. There was no patient injury reported. Additional information received indicated that the galaxy g3 was inspected for damage prior to use. The device was used and prepped as per the instructions for use (IFU). Excessive force had been applied to the device. A galaxy g3 xsft 4mm x 10cm was received for analysis. The hub, re-sheating tool, v notch, introducer and dpu appear in normal condition. Heated resistance appears in normal condition (not heated). However, the coil was detached and stretched, this could be caused due to excessive force. Marker band was found at 45 cm from distal end and it was found within specification. The reported condition ¿unraveled/stretched-during placement¿ was confirmed since the coil was received detached and stretched, and it could be caused due to excessive force. The device was inspected, and the coil was detached and stretched no other issues were observed. A manufacturing record evaluation was performed for the finished device l13245 number, and no non-conformances related to the reported complaint condition were identified. The customer complaint ¿unraveled/stretched-during placement¿ was confirmed since the coil was received detached and stretched, and it could be caused due to excessive force. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. In this case, it was noted that excessive force was used with the device, which could have been related to the reported event. It is also possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported failure to detach issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by an affiliate, during a coil embolization of a cerebral aneurysm, a galaxy g3 xsft 4mm x 10cm coil (glx120410, l13245) became unraveled during delivery. The coil delivery system was being used as the third coil. The device was removed from the patient without additional intervention. A non-cerenovus coil was used and the procedure was completed. There was no patient injury reported. Additional information received indicated that the galaxy g3 was inspected for damage prior to use. The device was used and prepped as per the instructions for use (IFU). Excessive force had been applied to the device. No additional information is available.

Manufacturer narrative:
Product complaint#: (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.